Event description:
It was reported that the patient presented with severe pain. Allegedly, a vena cava filter perforated the ivc into the duodenum. Subsequently, the filter became infected with mrsa. The filter was successfully retrieved.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The filter was not returned; therefore, a sample evaluation could not be performed. Based on the information available, the evaluation is inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Infection.